Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "air bubble gel.".

Manufacturer narrative:
Investigation summary: bd received ten (10) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for 'gel bubble' with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of 'gel bubble' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "air bubble gel."